Event description:
Information received indicates that approximately one minute after placing a child on ECMO support, the oxygenator leaked. Location of the leak is not reported. The unit was changed out with no reported effect to the patient.

Manufacturer narrative:
Analysis: the product was discarded by the hospital and will not be returned for analysis. Analysis is limited to a review of the device history record which showed the device met requirements for distribution. Conclusion: without the return of the product, the cause of the event cannot be determined. There was no reported consequence to the patient.